Event description:
Customer reported that she went to the emergency room were he was treated and released due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was 375 mg/dl. Customer stated that she has broken ribs, autoimmune disease and is currently on steroids. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.